Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as no patient injury has occurred.. The initial report was submitted in error.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the cpt centralizer could not be assembled to the cpt stem, during use. The procedure was completed with another centralizer.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.